Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-14932, related manufacturer reference number:1627487-2021-14934, related manufacturer reference number:1627487-2021-14935. It was reported that the patient experienced undesired nerve stimulation. During an ipg revision on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-14899], it was noted that the left t9 lead had migrated. As a result, the lead was explanted and replaced. During the revision of the t9 lead, the left t10 was inadvertently dislodged. As a result, the t10 lead was also explanted and replaced. Issue resolved. It is unknown which of the four leads migrated; therefore, all of the leads are being reported.